Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: during investigation, the keypad buttons were unresponsive. The keypad was removed to find no defects to the button contacts. Unrelated to the original complaint, moisture was found in the display lens. The pump was opened to find excessive moisture/corrosion throughout the interior. Additionally, the battery compartment was cracked between the bumper pad and the cover. No auditory or vibratory alarms functioned due to corrosion to the contacts. Additionally there were missing pixels on the display.